Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional tests were all performed with no issues noted. Sample evaluation could not duplicate the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the reported issue could not be duplicated and the cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a misspike of a uv flash transfer set occurred while changing an unknown dianeal twin bag via clean flash. It was not specified when in the therapy this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.